Event description:
It was reported that the right ventricular lead exhibited high impedance and was noted to be fractured. No patient symptoms were reported. The lead was capped and replaced. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.